Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The following physical damage was also noted: minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that when she woke up this morning her insulin pump was off. The patient's blood glucose at the time of incident was 574 mg/dl, which she treated with a 20-unit manual insulin injection. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.